Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A manual "try it" functional test and a drop test was performed and the tests failed. The receiver case was opened for further evaluation and found the moisture detection sticket activated. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of low audio output was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/23/2016, to claim low audio output on (B)(6) 2016.there was no report of injury or medical intervention. No additional event or patient information is available.